Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer was admitted into the emergency room (ER) with a blood glucose level of 380 mg/dl with high ketones. Ketone levels considered life threatening by their health care provider. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.